Event description:
Healthcare professional reported that a patient was injected in the jawline with juvéderm® volux¿ xc , one week after injection, patient developed unilateral swelling and pain. The patient was treated with cephalexin for 24 hours, trimethoprim-sulfamethoxazole for 24 hours, and amoxicillin-clavulanate for another 24 hours without improvement. The patient subsequently presented to the emergency room, underwent computed tomography imaging, and was diagnosed with an abscess in the masseter. Later physician reported "patient had I&d performed on the abscess. Aspirated fluid was cultured and came back negative. Swelling has been reduced significantly, but the patient still has some swelling and difficulty opening the mouth". Later physician reported "everything is healing well. There is still some inflammation, and jaw opening is still limited, so he gave the patient exercises. While patient was opening the mouth in the office, the incision opened slightly and there was some drainage, which was cultured. A possible fistula was noted but feels it may still be related to ongoing inflammation; the area is continuing to drain rather than trapping fluid. It could take several weeks for the patient's jaw function to return to normal." The event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.